Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator alarmed and the silence button did not work. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for investigation. The service engineer reviewed the event history log and verified the reported complaint. A visual inspection of the membrane was performed and poor contact between the key and copper trace caused the reported issue. The membrane was replaced. The device passed all testing. The reported malfunction was duplicated.